Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation. New information added to the following fields: h4, h6. Corrected fields: d8,d9,e1,h3. The information included in these fields was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, in echo bronchoscopies performed with bf-uc190f (evis eus ultrasound bronchofibervideoscope), the intensity of the light gradually decreased during the procedure. The subject device is an evis x1 video system center. There was no report of patient harm associated with this event. Related patient identifier:(B)(6).

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.